Manufacturer narrative:
Other applicable components are: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported there was an oor (out of regulation) message. It was noted the ins was still on and functioning, but the output may be slightly lower than programmed. The patient got an oor message on the patient programmer, on the right side. The patient's symptoms were good, however sleepy, but the rep has seen them sleepy in the past. There was no stiffness, which was the patient's symptoms if the therapy wasn't working. It was noted that during the replacement, a short was noticed, 160 ohms. The hcp decided not to replace the extension at that time. The patient's current battery was 2.84 volts and the patient was running stimulation at 3.70 volts. It was noted that the short was likely causing the oor message. The oor was resolved and cleared. No further complications were reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep indicated that low impedances were seen during the replacement surgery. However, the extension was reset and the low impedances had resolved. No malfunctions were suspected from the physician, so the patient was stitched up and implanted with the device. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Other applicable components are: product ID: 3387-40, lot# (B)(4), implanted: (B)(6) 2003, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the patient had their ins and extension replaced today due to impedance issues. The rep reported the following pre-op impedances on the old ins/extension: c1: 520 ohms c2: 216 ohms 23: 34 ohms the rep reported the following post operative impedance on the replacement ins/extension c0: 934 ohms c1: 982 ohms - 3.7ma c2: 502 ohms c3: 502 ohms 01: 1486 ohms 02: 1173 ohms 03: 1173 ohms 12: 1150 ohms 13: 1150 ohms 23: 34 ohms the rep reported that the patient was programmed with c1: 982 ohms. No further patient complications have been reported as a result of this event.